Event description:
It was reported that the wake button was unresponsive. Customer was unable to confirm if pump display would turn on when plugged into a power source. Blood glucose was not impacted. Reportedly, customer reverted to manual injections for insulin therapy.